Event description:
User experiencing low bicarbonate patient results which are higher when repeated on other analyzers. User stated this issue started some time last month and occurs sporadically. Total number of patient samples impacted was not provided. Only the following four patient examples were provided. Exact date of occurrence was not known. Each sample was repeated twice, first repeat run on another p module and second repeat run on an integra 800 at the customer site. Sample 1, initial gave 21; repeats gave 26 and 28 mmol per l. Sample 2, initial gave 16; repeats gave 20 and 24 mmol per l. Sample 3, initial gave 19; repeats gave 26 and 29 mmol per l. Sample 4, initial gave 20; repeats gave 26 and 29 mmol per l. No erroneous results were reported, and no patients were adversely affected.

Manufacturer narrative:
The field service representative determined the rinse nozzle on #2 rinse mechanism was not dispensing and removed, cleaned and reinstalled rinse valve. Additionally, he cleaned the sample and reagent probes and all rinse wells. He performed mechanism checks, and instructed customer to verify calibration, controls and precision on the other p module and i800. Analyzer performing within specification.